Event description:
According to the manuscript, comparison of patch materials for pulmonary artery reconstruction, interventions for stenosis in patient undergoing pulmonary artery reconstruction with various patch materials.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the manuscript, comparison of patch materials for pulmonary artery reconstruction, interventions for stenosis in patient undergoing pulmonary artery reconstruction with various patch materials.